Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient stated their bg was lower than the cgm (bg and cgm values were not provided) and their fiancé administered two doses of glucagon. At 10:30 am, the patient¿s fiancé noted the patient was still sleeping and making noise, but she was unable to wake him. After speaking with the patient¿s doctor, she injected the patient with glucagon. After the second glucagon injection, the patient opened his eyes; however, when he stood up, he fell to the floor, hit his forehead and sustained abrasions to his arm and nose. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient's bg value was lower than his cgm value (bg and cgm values were not provided). The patient¿s fiancé administered two doses of glucagon. At 10:30 am on (B)(6)2021, the patient¿s fiancé noted the patient was still sleeping and making noises. She tried to wake him but was unable. She contacted the patient¿s physician who instructed her to administer glucagon. She injected the patient with one dose of glucagon; however, the patient remained unconscious. A second glucagon injection was administered, and the patient opened his eyes to command. However, when he stood up, he fell to the floor, hit his forehead and sustained abrasions to his arm and nose. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).